Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple photographs of the set were provided for evaluation. The spin lock connectors displayed in the photograph are the same item, per the product drawing. There were no changes made to the spin lock connector used on the set. The purple slide clamp appears to be intact with no damage noted. Based on the evidence provided the reported defect is unable to be confirmed.   Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "the spin lock connector is difficult to attach to the IV catheter. The shape appears different than the prior version of the set with the blue clamp, causing leakage of blood and fluid out of the IV catheter due to misconnections."